Manufacturer narrative:
The manufacturer has limited information related to patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that patient developed post-operative rash around ipg implant site. Reportedly, the patient took benadryl to no avail. An allergy kit has been sent to the patient. No intervention has been planned at this time.

Event description:
Implant date of (B)(6) 2017 has been added.